Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a flexible ureteroscopy (furs) procedure in the ureter performed on (B)(6) 2018. Reportedly, the laser unit used was a 100watt console. According to the complainant, during the procedure, the laser fiber body broke about 2 inches from the top of the connector which caused the scope to break as well. The fiber broke within the scope and no fragments fell inside the patient. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: one flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. The fiber was returned kinked approximately 2.5 cm from the distal tip. There was a burn mark at the break indicating that the fiber misfired. A misfire inside a scope would cause damage to the scope. The condition of the returned device confirms the event. Therefore, a review and analysis of all available information indicated that the root cause is supplier manufacturing execution error. The product likely failed to meet the specifications due to the manufacturing process at the supplier site, and there is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a flexible ureteroscopy (furs) procedure in the ureter performed on (B)(6) 2018. Reportedly, the laser unit used was a 100watt console. According to the complainant, during the procedure, the laser fiber body broke about 2 inches from the top of the connector which caused the scope to break as well. The fiber broke within the scope and no fragments fell inside the patient. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.